Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. In lighthouse, the 319 error was found, indicating a fault on carriage node not found, confirming the fault occurred in the field. Upon visual inspection, rolling loop was found in damaged condition. The usm was on patient side cart fixture test platform (pftp) test and failed on node check and complained about missing the carriage node, which replicated the field complaint. The fa swapped axes controller, carriage logic (accl)2 with golden unit, and the error was still occurring. Then, the rolling loop fiber was aba tested and verified to be the source of the fault. As a result of this investigation, failure analysis has concluded that the rolling loop was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported a fault on arm 1 and indicated they were rebooting the system as they called. After the system powered back on, the error 26020 on arm 1 remained. The tse recommended performing a hard reboot, and the customer powered down and performed this, but the issue persisted when the system restarted. The tse then explained they could try another hard reboot, attempt to disable arm 1 and proceed with the remaining arms, or swap to another system. The caller performed another hard reboot, but the error still remained. The caller then attempted to disable arm 1 but reported that the option was greyed out, with only a restart option available. The caller performed another system reboot while holding the clutch button behind arm 1; the system faulted again and still did not allow arm 1 to be disabled. The caller then stated they would undock the system and bring in another system. The procedure was converted to another system. There was no reported injury.